Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed tissue in-between the jaws. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.

Event description:
The customer reported that after the seal was completed successfully, the tissue stuck to the device and the removal of the device caused oozing of under 250cc. The device was sued to complete the procedure. There was no patient injury.